Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a blank white screen and constant alarm. There was no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issues. The device was found out of specification in relation to the reported blank white screen which was reproduced. The blank screen was found to be caused by a failed input/output printed circuit board which was replaced to correct this condition. No alarms were experienced by evaluation or observed during a review of the event history log. No correction is required in relation to the reported "constant alarm." Should additional relevant information become available, a supplemental report will be submitted.